Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the tool was not returned. The surgeon is responsible for learning the proper techniques in the use of this system, as inappropriate use may potentially be harmful. It is strongly recommended that the surgeon and dedicated operating room personnel are knowledgeable with the use of this equipment. The user manual states¿ operate the tool only after the appropriate anatomical landmarks and the intended surgical site have been confirmed. Use care in application of the moving cutting end to only appropriate anatomical landmarks and the intended surgical site when using powered accessories.¿ we will continue to monitor this complaint type for trends.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the tool was not returned." The midas rex mr7 system is designed for use by medical professionals familiar with powered surgical instrumentation. The surgeon is responsible for learning the proper techniques in the use of this system, as inappropriate use may potentially be harmful. It is strongly recommended that the surgeon and dedicated operating room personnel are knowledgeable with the use of this equipment by being trained in medtronic midas rex hands-on workshops or by one of the local authorized representatives". We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported that "that the tool cut through the spinal dura. Surgeon switched to another tool and completed the procedure." It was reported that there was no patient impact. On follow-up, it was reported that the tear was sewn shut and the surgery proceeded as planned. On additional follow-up, the facility did not provide any additional information concerning the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.